Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple malfunction alarms occurred. The customer's blood glucose level was 130mg/dl. The customer reported insulin pens would be used for insulin therapy.